Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn.

Event description:
The tip of the qc large cannulated stepped drill bit broke off during a procedure. X-ray confirms tip of drill bit was left in bone.